Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Verify force sensor: the pca was set to perform calibration and check in testing per asm process. The force sensor calibration and accuracy were verified within the acceptance specification. Force sensor calibration data: syringe force calibration verification, plunger force 9.3287, plunger force a2d 1137. Verification high point 12, verification low point 9. Syringe force calibration verification, plunger force 2.4321, plunger force a2d 515. Verification high point 3.5, verification low point 2. Force sensor accuracy data: syringe force accuracy verification, plunger force 9.2761, plunger force a2d 1137. Verification high point 12, verification low point 9. Syringe force accuracy verification, plunger force 2.5454, plunger force a2d 516. Verification high point 3.5, verification low point 2. Additional failure error code 246.4700 . The pca was also detected error 246.4700 upon powered on. Faulty logic board due to the microprocessor (tekmos) timing issue is the main cause of error 246.4700. Conclusion: report failed force accuracy test during the device check in was unable to reproduce. The pca was also detected error 246.4700 upon powered on. Faulty logic board due to the microprocessor (tekmos) timing issue is the main cause of error 246.4700. Rework: recommend replacing logic board part number tc10007649. Disposition: route to service for normal process.